Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 8. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.